Event description:
Patient had procedure in operation room (or) 12 for (B)(6) 2025 to have splenic artery aneurysm embolization. Right femoral artery was accessed and md (B)(6) was able to get into splenic artery. Once location was achieved, medical doctor (md) began to administer embold fibered coil to begin embolization. During the process, the embold coil began to unravel and broke away. At this point procedure plan was to rescue the broken coil from the patient. This unfortunately was able also unsuccessful as the coil remained in splenic artery and was still unable to be rescued after multiple attempts. This appears to be a defect in the product used and ir team attempted and exhausted multiple solutions to help re-obtain the coil. Product information: boston scientific embold fibered detachable coil system 32mm/60cm exp: 2028-05-21. Lot: 36584916 ref: m001394240320600.